Event description:
It was reported that during the implant attempt, the helix would not extend. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward the tissue stop causing that the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; one pear shaped clip was released. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the jaws stuck together when fired after the initial firing on the cystic duct. The device was removed manually and the case was completed with a new like device. There was no patient consequence reported.